Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device change out. Externalized conductors were observed on the riata lead. No electrical anomalies were detected. The lead was capped and replaced.